Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during third firing to the stomach area in a mini gastric bypass procedure, the tissue slid from the jaws of the stapler, and staples fired without grasping the tissue completely that caused serosal injury. It was noted that there was poor staple formation and an incomplete staple line at the proximal end. Bleeding occurred on the serosa of the stomach. Surgeon manually sutured and fired one more reload to fix the problem. The procedure was extended by more than 30 minutes.